Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device had issues with the right pressure chambers. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 complaint of right chamber has intermittent issues was confirmed, as one chamber had a needle dragging during inflation and one pressure chamber had a pressure gauge needle get stuck during deflation. This is caused by fault pressure gauges. Acton was taken to replace the pressure gauges. Repair summary: put a test saline bag in to the pressure chambers and connected the pressure chambers to regulated air supply and inflated the pressure chambers and notice that one of the pressure gauge needle was dragging. After deflating the 2nd pressure chamber had the need in the pressure gauge stick. Replace pressure gauges. Replace old style float switch. Perform pm. Perform all functional test and pass.

Event description:
Investigation completed.